Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2089073. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
When connecting the bd connector and infusion set, water leakage was found at the threaded interface. Confirmed: product lot number: 2089073.

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot #20220930 manufactured for the reported catalog #. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ micro bore extension set experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: when connecting the bd connector and infusion set, water leakage was found at the threaded interface.